Event description:
It was reported that the device had no output. At the last follow up, the estimated longevity was fifteen months and the device had not indicated elective replacement; at the follow up three months later, the device has reached end of life (eol), had no output, and was unable to be interrogated. The patient has severe dementia and is bed-bound in a nursing home, so the family chose not to have the device explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).